Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer concomitant devices reported: matrix locking caps (part # 09.632.099, quantity of 3) and 10nm torque limiting ratchet handle (part # 03.620.061, lot # 6436702, quantity of 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part # 03.632.400, lot # 7614370, manufacturing location: (B)(4), manufacturing date: 14.oct.2011. No ncrs was generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with degenerative disc disease underwent a posterior lateral fusion at l2-s1 on (B)(6) 2016. While the surgeon was engaging the locking cap into the screw head, the locking cap fell off of the stardrive shaft. The locking cap was picked up with forceps and placed back on the stardrive shaft and the surgeon was able to engage the locking cap with the screw head. The surgeon went on to place a second locking cap and experienced the same issue with the locking cap falling off the stardrive shaft. The second locking cap was picked up with forceps and placed back on the stardrive shaft and the surgeon was able to engage the locking cap with the screw head. Another stardrive shaft was used and the third locking cap fell off. The surgeon picked up the locking cap with forceps and placed it back on the stardrive shaft and was able to engage the locking cap with the screw head. All three (3) locking caps were placed successfully. During final tightening of the last locking cap, the straight tip driver (torque shaft) broke in half. Approximately 10 mm of the shaft broke off. The tip stayed in the locking cap when it broke. The broken tip was retrieved from the locking cap and another straight tip driver (torque shaft) was used to final tighten the locking cap. The same locking cap was used. There were no fragments generated. The broken tip was discarded. The torque limiting ratchet handle was used with the straight tip driver (torque shaft). There was no reported issue with the torque limiting ratchet handle. All locking caps were placed successfully and implanted in the patient. There was a two minute surgical delay. There was no additional medical intervention. Routine intraoperative o-arm scans were taken as standard for the procedure. The procedure was completed successfully. The patient was reported as stable. This complaint involves one devices. Concomitant devices reported: matrix locking caps (part # 09.632.099, quantity of 3) and 10nm torque limiting ratchet handle (part # 03.620.061, lot # 6436702, quantity of 1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned device (straight tip t25 driver standard, part # 03.632.400 lot # 7614370). The returned screwdriver shaft was found to have a broken distal tip. The broken fragment was not returned with the device. The fragment broke off in a spiral pattern. No other issues noted. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the screwdriver shaft is already broken. The t25 startdrive screwdrivers are noted in the matrix spine system - degenerative technique guide. The drawings for t25 startdrive screwdrive and straight tip t25 driver were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failures are likely related to cumulative wear on the devices over time. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stardrive shaft used for the first and second locking cap was the same stardrive shaft. A second stardrive shaft was used for the third locking cap. This is report 3 of 3 for com-(B)(4).